Manufacturer narrative:
Product investigation completed. The pump was visually inspected. The kink resistant tubing (krt) was fatigue and worn to the filament; however, no leaks were present. The pump was functionally tested and failed the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. Product analysis concluded the identified pump malfunction was the most probable cause of the reported event. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient the patient experienced inflation issues and pump collapse during a follow up appointment with the physician. The physician attempted pump reset techniques to no avail. A revision surgery was performed in which it was noticed the outside the scrotum the pump would inflate but when placed back into the patient the component would dimple. The physician suspected there was a lock out valve issue with the pump. The existing pump was removed and replaced with a new component. The patient did not experience any complications related to the device.

Event description:
It was reported that the patient the patient experienced inflation issues and pump collapse during a follow up appointment with the physician. The physician attempted pump reset techniques to no avail. A revision surgery was performed in which it was noticed the outside the scrotum the pump would inflate but when placed back into the patient the component would dimple. The physician suspected there was a lock out valve issue with the pump. The existing pump was removed and replaced with a new component. The patient did not experience any complications related to the device.